Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Anti-backup failure, orange indicator did_not show up the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two clips partially formed were released due to the antibackup feature was non-functional and then, it locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. No conclusion could be reached as to what may have caused the condition of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, there was no intermediate position /intermediate notch: issue with clip out and implementation. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Clips would not advance.